Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy procedure, there was a malformed staple. Another device was used to complete the case. There were no adverse consequences to the pt.